Manufacturer narrative:
The ventilator was evaluated and the oxygen sensor did not pass calibration, the oxygen sensor was replaced. The ventilator passed self-testing.

Event description:
It was reported that the ventilator had a malfunction of the oxygen sensor. The ventilator was not on a patient at the time of the event.